Event description:
(B)(4). I have had severe abdominal cramping since being placed with essure. Often the pain is so bad I am unable to walk and am crippled over. Serious back pain so bad that quite often I'm unable to move around or sleep. I have gained 80lbs since essure placement and have been unable to lose any of it and I keep gaining. Despite strict dieting and daily rigorous exercise. I now have moderate to severe headaches everyday. My periods have become irregular accompanied with paralyzing pain. I have also had false positive pregnancy test results since essure placement.